Manufacturer narrative:
The customer unplugged the instrument. The customer called into hotline to discuss the event and they were instructed to remove all reagents for off-board storage under the appropriate conditions until on site service resolves the issue. A bci field service engineer (fse) replaced an overheated power driver card and a defective stepper driver pcb. Fse rewired some burnt out leads on the analytical module interface board to correct a mixer motor issue. The fse verified repairs by performing qc within the customer's established ranges. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report burning smell coming from the access 2 instrument. No report or injury, flames, or fire.